Manufacturer narrative:
(B)(4). UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak, aneurysm enlargement, and component migration.

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. The patient tolerated the procedure. Date unknown, a follow-up CT (computed tomography) revealed aneurysm enlargement (amount unknown) with type ia endoleak due to distal migration (distance unknown). The migration was caused by widening in the proximal neck. On (B)(6) 2018, the patient underwent endovascular intervention. An additional gore® excluder® component was implanted in the patient's proximal neck. The type ia endoleak was reportedly resolved. The patient tolerated the procedure.